Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Event description:
During an svt ablation, a tactiflex fj catheter was going to be used but upon connecting it, the ensite system recognized it as a flexability d-d catheter and it looked backwards on the ensite system. Catheter was removed from patient and a different catheter was used for the procedure. Procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Fsca: (B)(4).